Manufacturer narrative:
(B)(4). Batch #: unk. Additional information was requested, and the following was obtained: were there any adverse consequences for the patient? Not that I know of so far. Were the green fragments retrieved from the patient? Yes, they were retrieved immediately. Is the device available for return? No, it was thrown away." Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure that some green particles appeared along the staple line, the jaws of the stapler appeared to be loose and the reloads appeared to be stickier then usual when removing jaws from the tissue. No further information was provided.